Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system diagnostics performed on (B)(6) 2012. The device was disabled after the high impedance was observed. Generator implant date was (B)(6) 2007 per the database. Diagnostics ok until (B)(6) 2012 when high impedance seen.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.